Event description:
Ous MDR - after an implantation time of about 21 months, oversensing with inappropriate shock deliveries was reported. The lead was explanted and returned to biotronik for analysis. Aside from the shock deliveries, no further deterioration of the patient's state of health was reported.

Manufacturer narrative:
During analysis of the lead, a coil break of the inner conductor coil was found, just behind the split, about 11 cm distal to the is-1 connector pin. This damage is highly likely the cause of the clinical complaint. The position of the lead break and the heavy signs of wear also found at the split and at both pin exit points suggest that there was heavy mechanical wear due to friction from the generator housing. The lead also had a kink directly distal to the split. Moreover, the shock coil was deformed, which is likely due to the explantation procedure. There was no indication of a materials defect or a manufacturing defect.